Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pace impedance (>2000 ohms). The lead was capped and replaced. The device remains in service. No adverse patient effects were reported.